Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. It was reported that the patient had a return of bladder symptoms on the (B)(6) 2016. The patient was not feeling stimulation and therapy was confirmed to be on. The patient stated that she received the device because she had bladder issues where she couldnt go at all without using a catheter. The patient stated that at the time of report she could void about 300 on her own and then would empty the rest with a catheter. The patient stated that her symptoms were better than they were before she got the device. She stated that she could drink almost 16 oz of water and where someone else would probably have to go to the bathroom immediately she didnt have to do that. The patient stated that now however she couldn't go to the bathroom as well so she was wondering about making a change to her settings. The patient was assisted in changing the settings and reported feeling stimulation in the correct area. The patient stated that she accidently changed the program from p4 to p3 and was assisted in changing back to p3. The stimulation was set at 2.6 volts which the patient reported as strong but comfortable in the bike seat area. The patient stated that the change in therapy was sudden. The patient was walked through how to turn the ins on and off and general therapy information. The patient stated that she was still a bit confused about the device and how it works as she was newly implanted

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.